Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. A synergy stent was advanced and placed for treatment. However, post-implantation, stent thrombosis was noted. No known patient complications were reported.